Manufacturer narrative:
Submit date: 2017-06-30.

Event description:
Customer reports the unit was set to deliver 30ml in 15 minutes but he ran it 4-5 times and it was delivering 34ml in 13-14 minutes each time during pm testing with calibrated stop watch and graduated cylinder.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of the unit had timing and volume off. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.